Event description:
In 2008, the pt reported that while priming her insulin infusion set, she could see 2 air bubbles in the luer lock of the infusion set. She stated she repeatedly sees air bubbles in her tubing, and the tubing sometimes falls off the adapter completely when she wears it. The pt was advised to securely tighten the tubing to the adapter. The pt ran a prime three times before she was able to remove the bubbles. During this time, the pt was off her infusion device for one hour and her blood glucose elevated to 247 mg/dl with her normal range being around 150 mg/dl. Additional training on removal of air bubbles was offered to the pt which she accepted. On follow up with the pt six days later, she stated she has continued to have elevated blood glucose readings while on her infusion device and would like it replaced. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.